Manufacturer narrative:
Company rep evaluated the system and could not duplicate the reported problem.

Event description:
Customer reported the panorama central station had lost communication, which may have resulted in loss of telemetry monitoring. No patient injury was reported.